Event description:
Customer alleged concentrator was fully charged and allegedly stopped working. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model xp02 - serial number/date code (B)(4) is approximately 17 months old. The user manual part number 1148112 rev d(dec-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has asthma and copd. The consumer uses 3-5 liters of o2 per minute. Her stability and medication regimen are unknown . The consumer is a (B)(6) female whose height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The unit when fully charged is shutting off.